Manufacturer narrative:
Evaluation results: one medfusion 3500 was returned for investigation in used condition. Visual inception revealed the following: the case was cracked by the corners, handle and tubing guides. The bottom case was also cracked by the left corner, and on both plunger cases. A review of the event history log showed that a force sensor test was performed. During testing the investigator was unable to replicate the 'force sensor test' at power up. The force sensor readings were within specification; 0= 0.00 , 5= 4.60, 15= 14.90. No fault was found with the device. The following components were replaced: cracked case top. Bottom case and both plunger cases. Worm coupling, worm gear, and lead screw. Both clutch halves (replaced due to normal wear). Plunger head mount and dowel pin due to a stripped screw. Worn plunger cable. The device passed all functional tests following the above repairs.

Event description:
It was reported that the pump produced a " force sensor error." There was no patient involvement.